Event description:
A defective intraocular lens (iol) was noted following insertion of the iol during surgery. Enlargement of the incision was required to acommodate removal and replacement. Additional info has been requested.